Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to severe infection in the scrotum. The infection began shortly after the initial implantation. The patient was also treated with antibiotics. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted at a later date as the physician had to wait for recovery before re implanting a new device. The patient fully recovered.